Event description:
The customer alleged questionable results for 2 patient samples when tested with the creatinine jaffe gen.2 reagent. The results for 1 of the 2 samples were discrepant and reported outside the laboratory. The customer obtained an initial creatinine of 4.81 mg/dl, accompanied by a data flag, on a c501 module, serial number (B)(4). This result was not reported outside the laboratory. An automatic repeat was performed on the c501 module with serial number (B)(4). The repeat creatinine was 3.97 mg/dl, accompanied by a data flag, which was reported outside the laboratory as 4.0 mg/dl. A second repeat test was performed on the same c501, with a result of 2.48 mg/dl, accompanied by a data flag. The sample was then tested on the other c501 module, serial number (B)(4), with a result of 2.42 mg/dl, accompanied by a data flag. The customer determined a creatinine of 2.5 mg/dl to be the correct result and issued a corrected report. There was no adverse event. The creatinine reagent lot number was 65292301, with an expiration date of 07/31/2013. The customer noticed there were "water splashes on the cells" for this analyzer. The field service representative was unable to determine the cause of the event. He stated this has happened approximately 6 times since (B)(6) and that the customer suspects their sample tubes. The customer did not report the previous 6 events to roche and has no data to provide. The customer performed precision tests, which were within specifications.